Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. A left heart catheterization was performed, due to lesion morphology, lesion was located in ostial left anterior descending, and large size of left main. The patient was transported to the intensive care unit in critical condition. A computer tomography scan of the head demonstrated a massive cerebral bleed. After discussion with the family, the decision to withdraw care was made. The patient expired, no allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.